Event description:
It was reported that externalized conductors were observed during a device change due to a normal eri. No electrical anomalies were detected. The lead was explanted and replaced.

Manufacturer narrative:
A partial lead was returned in three segments for analysis. External insulation abrasion was noted at 43.5-43.8cm and 46.4-46.8cm from the distal tip, consistent with lead friction to the device can. The etfe coating was intact at these locations. External insulation abrasion was noted at 41.2-42.5cm from the distal tip, consistent with lead friction to the device can. The etfe coating was abraded at this location.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. Device evaluation anticipated, but not yet begun.